Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, the patient experienced a pericardial effusion. The ablation catheter was placed just across the mitral annulus during left atrial geometry collection with a circular catheter and subsequent vein isolation. At some point during this process, the patient had a vigorous cough and a short burst of svt that may have pushed the ablation catheter further than intended into the left ventricle. The patient became hypotensive requiring vasopressors and an intracardiac echocardiogram revealed a pericardial effusion located basal and posterior in the left ventricle. A pericardiocentesis was performed and a drain was placed, however, the patient was transferred to surgery to repair for lv perforation. The patient was stable and discharged. There were no performance issues with any abbott devices.